Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-09570. It was reported patient stopped charging their ipg due to shocking sensations. The location of shocking is unknown. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is unknown.